Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began ¿early (B)(6) 2015¿. The patient could not recall the exact blood glucose readings which they obtained but alleged that they were inaccurately high compared to a reading taken on an emergency medical service (ems) meter. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccuracy. The patient reported ¿passing out¿ and being treated by a health care professional with IV glucose. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia and received treatment from an hcp while using the subject meter.